Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the wing of the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that one of the wings of the catheter part of the IV was broken and hanging off. Describe the event or problem: patient care tech inserted an IV in to a patient's arm. Once the IV was in, and about to secure it with tape, the tech noticed that one of the wings of the catheter part of the IV was broken and hanging off. It was fully ripped off when the IV was readjusted. The IV catheter was left in and functioned without any issue. The IV was taped down and blood was obtained. There was no harm to the patient.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the wing of the catheter was broken. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that that one of the wings of the catheter part of the IV was broken and hanging off. Describe the event or problem: patient care tech inserted an IV in to a patient's arm. Once the IV was in, and about to secure it with tape, the tech noticed that one of the wings of the catheter part of the IV was broken and hanging off. It was fully ripped off when the IV was readjusted. The IV catheter was left in and functioned without any issue. The IV was taped down and blood was obtained. There was no harm to the patient.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.